Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'mechanical malfunction pump keeps alarming downstream occlusion when no downstream is occurring, was not reproduced.the device was tested for downstream occlusion detection and passed. A review of the event history revealed multiple "downstream occlusion!" Messages. The event history log cannot confirm if the alarms were true of false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.